Manufacturer narrative:
Additional narrative: the device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor would not rotate due to a worn motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a worn out spindle from normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device would not rotate. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.